Event description:
It was reported that the device had unexpected longevity and will be at recommended replacement time sooner than estimated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 419488 implantable pacing lead (B)(6) 2007; 5076-52 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was further reported thatthe device was explanted and was replaced.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.